Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a portion of the impaction head fractured while impacting a tibial nail.